Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that balloon rupture occurred. Vascular access was obtained via vein side with retrograde approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel of the inner forearm shunt. A 4.00mmx1.5cmx140cm small peripheral cutting balloon® monorail was used to treat the target lesion. During procedure, the thruway guide wire was advanced towards the artery side via anastomosis site and then dilatation was performed but the balloon ruptured at 6atm on the 1st inflation. Procedure was completed with a different device. There were no patient complications reported and the patient¿s status was good. However, device analysis revealed approximately 4mm of one blade was detached from the balloon.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: device was returned for analysis. The device was attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to the contrast media present within the balloon and inflation lumen. The device was soaked in a water bath at 37 degrees however subsequent inflation attempts were unsuccessful due to the contrast media within. A microscopic visual examination could not confirm the reported rupture due to the condition of the returned device. There was no evidence of blade induced damage. A partial blade detach was identified upon examination. Approximately 4mm of one blade was detached from the balloon, however, the pad was intact. There was no damage to the tip and no further anomalies with the balloon profile. No damage was noted to the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).